Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was recovering well after the surgery and did not experience any symptoms related to the opening issues. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps, including two recovery attempts and waiting for a longer period, were made but were unsuccessful in deploying the stent.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the distal and proximal ends of the braid were opened and frayed. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was normal and the braid was not positioned in the vessel bend, which rules them out as potential causes. However, the cause for failure to open could not be determined. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline had issues opening. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the c5 segment. It was noted the patient's vessel tortuosity was normal. It was reported that a ped-375-16 was selected for implantation. After sufficient hydration, the ped-375-16 was delivered to the stent catheter. During the dense mesh stent deployment process, the tip end opened into a beak-like shape. Multiple angiograms and rotational fluoroscopy observations were performed, but the chief physician deemed the tip end's effect unsatisfactory. The surgeon attempted several times without success. Considering the potential for intimal damage to the patient's blood vessel due to multiple attempts, the stent was withdrawn and could not be reused. To ensure patient safety and a successful procedure, a different stent was used, and the surgery was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).